Event description:
The health care provider reported telemetry confirms a critical alarm was occurring due to zero ml reservoir volume reached. Per the hcp the alarm sounded roughly at least 12 days ago but did not have the exact date available. The patient had some increased pain but was 'doing ok at the moment'. The patient was admitted to a local hospital , put on narco and that 'helped her out'. The pump delivered bupivacaine and dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted: (B)(4) 2011, explanted: unknown; 8835 personal therapy manager, serial # (B)(4).

Manufacturer narrative:
(B)(4).